Event description:
The reprocessed harmonic shears caused the generator to keep re-setting and required performing the re-test mode twice. This caused a time delay. Manufacturer response for adaptive tissue technology advanced hemostasis large vessel sealing, harmonic shears (per site reporter): e-mail sent to rep.